Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, after which the error did not recur, and the sensor session was successfully started by the caller.